Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic trace diffuse lamellar keratitis (dlk) in the right eye only, at the one day postoperative visit. The optical steroid drops were increased. Upon follow up, it was reported that the dlk resolved with treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).